Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---the information was not provided from the hospital. If so, did the noise prevent insufflation? Please describe the noise. ---the information was not provided from the hospital. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? ---the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---the leak was coming from the connection part of b5lt and a smoke elimination device, olympus. Was a device inserted in the trocar during the leaking? If so, what device? --- a forceps. Was any torque being applied to the trocar or device? ---the information was not provided from the hospital.

Event description:
It was reported that during an unknown procedure, air leaked from the connection part of device b5lt and a smoke elimination device (olympus). The doctor commented that after another b5lt had been used, a metallic sound had been heard from the connection part of another b5lt and a smoke elimination device (olympus). El5ml might have hit the mayo table before incident. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Multiple request for return of device have been made but no device has been returned.